Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A subject called to report that they may have had a possible device related adverse event because they had severe hyperglycemia. Subject's blood glucose reading was 430 mg/dl. Subject recovered completely. No further details provided, and unknown if product was replaced or returned.